Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump indicated a data log corruption. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was in 256-259 mg/dl range.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.